Event description:
It was later reported by the patients physician that this patient had high impedance for 3-4 years before having a lead replacement. The explanted lead has not been received by the manufacturer to date.

Event description:
It was reported that a vns patient was scheduled for prophylactic generator replacement. Surgery occurred on (B)(6) 2017. After the battery was replaced a systems diagnostics showed high lead impedance. The lead pin was reinserted and it was confirmed there was no fluid in the generator. The generator was tested with new test resistor in place. The impedance did not resolve. Follow-up from the company representative provided that the prior generator was checked prior to surgery and it was ok. The physician was not sure if the lead was accidentally cut as he had the fellow doing the surgery and had walked out of the room. Additional relevant information has not been received to-date. No known surgery to replace the lead has occurred to-date.